Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling confused, the speech was not clear, and the patient lost consciousness. The husband called an ambulance and when a fingerstick was taken the cgm was reading 400 mg/dl, and the blood glucose reading was either reading low or 40 mg/dl. The patient was treated with a glucagon injection and regained consciousness about 20-30 minutes after this. The patient recovered and did not need to be brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.